Manufacturer narrative:
(B)(4). The steerable guiding catheter is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), a sticker was observed on the shaft of the sgc, and if the device were used in the anatomy, has the potential to cause or contribute to patient injury. It was reported that when the steerable guiding catheter (sgc) was opened, it was noted that there was a sticker on the shaft of the device. It was unknown what type of sticker it was, and the decision was made to not use the device in the anatomy. The device was replaced and a new sgc was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the presence of sticker residue on the steerable guide catheter (sgc) shaft. Further assessment per site operating procedures was performed. It is unlikely the issue occurred during manufacturing, but was possibly caused during handling and transportation. During sudden movement, the accessory pouch sticker could detach from the pouch, and adhere to the sgc shaft. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint handling database found no similar incidents from this lot. There is no evidence to indicate that a wider population of product has potentially been impacted. The performance of these devices will continue to be monitored.